Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent struct was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged - stent struts in the proximal half and distal region of the stent were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50x32mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's was stable.